Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a esophagogastroduodenoscopy procedure performed in 2009. According to the complainant, during the procedure, they deployed the clip on the gastric mucosa, but it would not detach from the catheter. The physician pulled the clip and catheter out of the patient with no injury. The physician completed the procedure with another resolution clip device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. According to the complainant, the suspect device has been discarded. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.